Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported an unintentional desufflation caused by a tear in the entry seal of the trocar housing on a 5mm non-bladed trocar, 35ol. He persisted through the case despite the desufflation and completed the procedure without opening another product. There was no consequence to the pt.